Manufacturer narrative:
It was reported, a surgeon had been injured with the #11 blade from the set while doing a procedure. He had to stop the procedure, scrub out, and take care of the injury. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has not been returned for evaluation. Due to the reported nature of the incident and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted. Investigation summary on (B)(6) 2021, 07:50:58 cst ((B)(6)): "the account reported finding the #11 scalpel injured staff during use. The reported issue occurred in item dynjvb91067 (lot unknown).unfortunately with the information provided we are unable to confirm the root cause of the issue. Actions taken and recommendations: the #11 scalpel has been removed from the pack build to prevent future recurrence. This complaint has been provided to the vendor for further evaluation. Our supplier quality team will also monitor this issue for trending purposes."

Event description:
It was reported, a surgeon had been injured with the #11 blade from the set while doing a procedure. He had to stop the procedure, scrub out, and take care of the injury.